Event description:
It was reported, during an af ablation procedure, the user was going to do the transseptal puncture. The physician was ready to cross the foramen ovale with the needle, and air bubbles appeared while aspirating with the luer-lock syringe. For this reason, the syringe was exchanged. As the problem was not resolved, the needle was exchanged for another device and the bubbles disappeared. Previously, they had purged the used sheath. There were no reported consequences to the patient.

Manufacturer narrative:
We are awaiting device receipt. A follow up report will be submitted upon completion of the investigation. (B) (4).